Event description:
It was reported the unit will not power on. Corrosion was also found in the battery compartment area. The unit was sent in for repair. No patient involvement was reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis confirmed the customer comment regarding the battery flex being contaminated. It was also noted that the upper and lower cases, battery release, release spring, battery contacts, battery drawer, and battery o-ring were contaminated.